Event description:
It was reported that during a coronary stenting treatment procedure, a stent failed to fully deploy. The 90% stenotic lesion was located in a non-calcified and moderately tortuous mid right coronary artery. The lesion was predilated with an unk balloon. The 4.00 x 12 mm liberte' bare metal stent was implanted in the lesion, but did not fully deploy. A 5.5 x 15 mm maverick balloon was advanced to the stent, but could not cross. The lesion was post-dilated with a 5.0 x 8 mm quantum balloon. The procedure was completed at that time. No pt injuries or complications occurred. Pt's status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.